Event description:
It was reported that the 6.5x200 mm supera self expanding stent system (sess) partially deployed the stent when moving the thumbslide. A new supera sess was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed MDR report the return device analysis identified that the stent was inside the sheath between the markers.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation/deployment failure. The noted bent tip and the noted twisted outer sheath likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.